Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit was monitored for 24 hrs and no blank display anomalies or unexpected battery out limit alarms were noted. No damage on the c13/lcd isolation tape noted. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose was 147 mg/dl. Customer dropped insulin pump on tile floor yesterday. Customer stated that the insulin pump alarmed battery out limit during normal use and when she woke up screen was blank they changed battery and screen came back. The drive support cap was normal. Assisted customer in performing self-test. Test was passed. The insulin pump will be returned for analysis.